Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: two electronic photos were provided and reviewed. The first photo shows the product labelling information which does match and verifies with tw. The second photo shows the one trocar stylet hub was noted to be detached from its needle and wrapped with tape kept outside the package. No other visual anomalies are observed. Based on the provided photo, the reported detachment can be confirmed. Received one trocar stylet for evaluation. The device appeared to be clean and was received with protective tubing. Upon visualization the trocar stylet appeared to be detached from the trocar stylet hub and the stylet was returned. The proximal end of the needle was inspected, and the sandblasting was noted to be non-homogeneous. Due to the complaint reporting, "detachment of device" no functional testing was performed. Therefore, based on the photo review and evaluation results, the investigation is confirmed for the reported detachment of device or device components as the detachment of stylet hub from the needle. A definitive root cause for the detachment of the device was traced to manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a disposable biopsy procedure using through the mission device. Prior to the procedure, it was reported that the plastic top of the device had allegedly come off. There was no patient contact.

Event description:
On (B)(6) 2025, a patient was prepped for a disposable biopsy procedure using through the mission device. Prior to the procedure, it was reported that the plastic top of the device had allegedly come off. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: two electronic photos were provided and reviewed. The first photo shows the product labelling information which does match and verifies with tw. The second photo shows the one trocar stylet hub was noted to be detached from its needle and wrapped with tape kept outside the package. No other visual anomalies are observed. Based on the provided photo, the reported detachment can be confirmed. Received one trocar stylet for evaluation. The device appeared to be clean and was received with protective tubing. Upon visualization the trocar stylet appeared to be detached from the trocar stylet hub and the stylet was returned. The proximal end of the needle was inspected, and the sandblasting was noted to be non-homogeneous. Due to the complaint reporting, "detachment of device" no functional testing was performed. Therefore, based on the photo review and evaluation results, the investigation is confirmed for the reported detachment of device or device components as the detachment of stylet hub from the needle. A definitive root cause for the detachment of the device was traced to manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B2, b5, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a biopsy procedure using through the mission device. Prior to the procedure, it was reported that the plastic top of the device had allegedly come off. There was no patient contact.